Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the first iol used had bubbles within the zone of the rings and was removed. A second iol was used and it had similar but less bubbles, more peripherally. The bubbles appear to be inside of the optic and not on the surface. The second iol remains implanted and the surgeon was not concerned with the encroachment of the visual axis. There are two medical device reports associated with this patient. This report is for the second iol that remains implanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: only a lens case lid was returned in the carton. The lens was not returned. Four attached photos were reviewed. Each photo shows what appears to be a linear scrape mark (stutter scratch) on the optic near the optic rings of a lens. The characteristics of the scrape mark may have been interpreted by the customer as the reported complaint of bubbles. Additional light scratches are also observed. Results of the product history record review indicated that the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and qualified viscoelastic. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Based on our observation of the attached photos, the damage observed in the photos appears similar in appearance to stutter scratches. The damage observed in the photos appears to be related to a failure to follow the dfu. Stutter scratches typically occur due to a lack of viscoelastic and /or if the lens is delivered too rapidly. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. (B)(4).